Event description:
The patient underwent the index procedure with the deployment of one endeavor sprint rx drug eluting stent to the middle left lad. Twenty-three months post index procedure, the patient experienced the event of chest pain and required hospitalization. It was reported that a possible mi occurred. No other clinical sequelae was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi). (B)(4).